Event description:
The customer reported an elevated total beta human chorionic gonadotrophin (tbhcg) result, above normal clinical range, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing produced a result within the clinical range. The elevated result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. Beckman coulter customer product line support (cpls) determined the elevated total beta human chorionic gonadotropin (tbhcg) result was not due to the troponin I carryover issue. Patient samples were drawn into 13x100 mm lithium heparin plasma tubes and centrifuged at 3,000 relative centrifugal force (rcf) for eight minutes. Quality control (qc) resulted within specifications prior to the event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.